Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1815104) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the mynxace vascular closure device (vcd) ruptured during prep. It was never inserted into patient and a new device was used. There was no reported patient injury. Initially, this was an interventional peripheral procedure. The vessel type was femoral arterial. The vessel size is 6-millimeters (mm). A 5f sheath was used on the procedure. The stick location was medium. The balloon lost pressure at prep. The mynx vcd was prepped according to IFU instructions. There was no stent, or vascular graft in the common femoral artery or vein prior percutaneous transluminal angioplasty. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by using another mynxace device. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
The balloon of the mynxace vascular closure device (vcd) ruptured during prep. It was never inserted into the patient and a new device was used. There was no reported patient injury. Initially, this was an interventional peripheral procedure. The vessel type was femoral arterial. The vessel size is 6-millimeters (mm). A 5f sheath was used on the procedure. The stick location was medium. The balloon lost pressure at prep. The mynx vcd was prepped according to IFU (instructions for use) instructions. There was no stent, nor vascular graft in the common femoral artery or vein prior percutaneous transluminal angioplasty. There was no presence of pvd (peripheral vascular disease) / calcium in the vicinity of the puncture site. Hemostasis was achieved by using another mynxace device. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f1815104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx ace balloon loss of pressure at prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the instructions for use, whilst not intended as a mitigation for risk ¿fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave the syringe at neutral. Do not lock. Do not move the sealant sleeve.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.